Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred. Reportedly, there were 11 units in the cartridge and the user delivered a bolus. However, the user declined to provide the bolus amount prior to the alarm. There was no impact to the user's blood glucose level. Recommendation was made for the user to load a new cartridge.